Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The insertion function was not working due to blockage of channel tube the cleaning brush was blocked in the biopsy channel. The forceps could not go through the channel. The angulation in the up direction was out of standards due to a worn angle-wire. The charge-coupled device lens was chipped and broken. Ccd lens is broken. The adhesive on the bending section cover was broken. The color of connecting tube was changed. Switch four (4) was worn. There were dents and scratches on the distal end. The adhesive on the distal end was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the during preparation for use, the cleaning brush was blocked (would get caught) in the channel of the evis lucera gastrointestinal videoscope. The intended procedure was completed with a similar device and no surgical delay. No patient harm reported. During the evaluation of the device, it was noted foreign material was exiting the tip due to blockage of the biopsy channel. The issue was due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of foreign material was exiting the tip due to blockage of the biopsy channel due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 12 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been, due to the following: reprocessing at the user facility, after the previous procedure was different from reprocessing recommended in the instructions for use (IFU). Training was insufficient for staff at the user facility on device handling and reprocessing. The IFU reprocessing manual: 1.4 precautions warns regarding insufficient reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". The IFU reprocessing manual: 'precleaning the endoscope and accessories' states, to conduct precleaning immediately after procedure to prevent adhering residue. "If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Manually cleaning the endoscope and accessories states, detailed brushing method and cleaning method for each channel". Olympus will continue to monitor field performance for this device.